Manufacturer narrative:
Device was not returned for evaluation. The device is a synthetic device made from ptfe. Adhesion formation is a documented risk associated with synthetic devices. The risk is documented by the manufacturer in the design fmea and also the product insert - instructions for use.

Event description:
On the (B)(6) 2006, a female pt underwent surgical intervention at (B)(6) regional centre to repair hernia defects. The motifmesh soft tissue implant was used to close a ventral hernia (part # and lot # unknown). On (B)(6) 2009, the pt presented to the emergency room as a result of pain and discomfort in her abdomen. A CT scan evaluation determined the tissue had formed around the implanted mesh - resulting in the mesh interfering with other abdominal organs, namely the intestines. Surgical intervention was required to correct the intestinal tissue formation - the surgical repair involved the implantation of approximately 4 feet (1.3 meters) of bovine intestines. No other information is available at this time (03-feb-2012); no further investigation can be conducted until additional pt clinical data is provided. Proxy biomedical shall continue to pursue this information.